Event description:
Procedure: removal of external hemorrhoid. Sterilization solution: benzalkomiunbaomide or baono-geramine. During first activation a burn occurred. Colored photos demonstrate a large reddened area on both buttocks from tip of the coccux, across the anus and pubic symphsis, the posterior aspect of the penis and scrotum. Three moderate size blisters appear on the left buttock about the size of a quarter and one about the size of a dime on the right buttock. It appears that in 1/3 of the area, the top layer of skin is missing.